Event description:
Taxus liberte clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial and thrombosis. In (B)(6) 2010, the patient presented with chest pain and back discomfort. Electrocardiogram did not reveal acute changes. However, second set of cardiac enzymes were found to be elevated. The patient was diagnosed with q-wave, st segment elevation myocardial infarction (killip classification I) and cardiac catheterization was recommended. The de novo target lesion was located in the distal right coronary artery (rca). The lesion was 100% stenosed, 3.2mm in diameter and 3mm long. The lesion was treated with predilation and placement of a 3.0x28mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with acute chest pain radiating to the left shoulder, left jaw with shortness of breath, nausea and diaphoresis. Admission ECG revealed normal sinus rhythm, with subtle st segment changes in the inferior leads, some j-point elevations, which appeared to be an evolving myocardial infarction (mi). Cardiac enzymes were noted to be elevated, consistent with the protocol definition of mi. The patient was diagnosed with stemi and cardiac catheterization was recommended. The totally occluded mid rca extending to the distal rca with clot was treated ith aspiratin thrombectomy, balloon angioplasty and placement of a 3.0x20 mm ion drug eluting stent. Residual stenosis was 0-20% wit timi 2.5 flow noted. The events were considered resolved without resdual effects and the patient was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).